Event description:
The customer reported that the 7200 ventilator alarmed while in use on a pt and a nurse responded to the alarm. The nurse notified a respiratory therapist who noted that the pt was "flaccid and pulseless" and the ventilator was in a safety valve open (svo) condition. The pt was an end stage diabetic and a do not resuscitate, so no attempts were made to revive the pt. Both the hospital's biomedical engineer and mallinckrodt's customer support engineer (cse) inspected the device and could not reproduce the reported svo condition. The unit passed several extended self tests and performance tests. The hosp believes that this malfunction may have contributed to the pt's death. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.